Manufacturer narrative:
We were made aware, that our electronic submissions failed and not received by FDA. Car_s-us_2024_008 is opened to address this issue and this report was electronically resubmitted on 03/06/2024. Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, the usb connection between the hearing aid charger and cord was partially melted. There were no reports of injury. During the investigation, dirt was found within the usb connector. Dirt was suspected of contributing to the conduction of the electricity, and the corrosion which was found in the micro-usb connector or, usb connector of mainboard side, which led to this phenomenon.